Manufacturer narrative:
H.3 eval summary. The device would not communicate when returned. After cutting the can open, the device began to communicate. It is believed that there was some type of reset; the serial number and header type changed. When mechanical pressure was reapplied to the subassembly (to stimulate the can) the device functioned properly. The cause of the lack of communication was not determined.

Event description:
A ventritex field clinical engineer responded to communication from the hospital that interrogation of the ICD had been difficult. After attempting an interrogation, only a partial interrogation was successfully completed. The programmer indicated that a device had occurred, an invalid reference value was observed and the device serial number had been changed. The ICD was explanted.